Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir was displaying incomplete numbers; the numbers were missing lines. The humapen memoir was associated with product complaint (B)(4) / lot 0905c01. The user and the user's training status were not provided. The duration of use was approximately two months. The device was returned to the manufacturer on (B)(6) 2011. Update (B)(6) 2011: additional information received (B)(6) 2011 via the global product complaint database. Added device specific safety summary. Updated medwatch info and EU/ca device fields. Added date returned to manufacturer.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported that their humapen memoir device was displaying incomplete numbers and the numbers were missing lines. A detailed investigation of the returned device (batch 0905c01, manufactured may 2009) confirmed missing segments in the dose numbers and determined the root cause to be a deficient bond between the lcd cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action deficient bond a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted until these improvements have been implemented. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir was displaying incomplete numbers; the numbers were missing lines. The humapen memoir was associated with product complaint (B)(4)/ lot 0905c01. The user and the user's training status were not provided. The duration of use was approximately two months. The device was retained for possible return.